Manufacturer narrative:
The product was returned for investigation. The reported failure mode could not be confirmed. Visual inspection revealed no warranty seal was present on the unit. The calibration sticker on the back of the unit indicates it is overdue for calibration. A non stryker label was present on the unit. The non stryker label may indicate the unit was sent to a third party facility for service. All services such as alterations, repairs, calibrations etc. May only be performed by the authorized stryker service technician. Visual inspection of the unit confirmed the presence of physical damage. A few cosmetic defects such as minor dings & scratches were present on the front panel and chassis cover of the unit. The unit was functionally tested and passed. The physical damage and overdue calibration may cause sensor drifts or valve defects, which can result in non conforming behavior including, but not limited to, the cessation of gas flow. The most probable root cause for the physical damage could be user error, dropping/banging of the device against a hard surface. In sum, the product was returned for investigation but the reported failure mode could not be confirmed. The failure mode will be monitored for future reoccurrence.

Manufacturer narrative:
Additional information will be provided once the investigation has been completed.

Event description:
It was reported that the patient developed crepitus. The procedure had to be stopped a couple of times until the co2 was back to a safe level. No error messages were displayed and no other adverse consequences were reported. The crepitus took one to two hours to go away.

Event description:
It was reported that the patient developed crepitus. The procedure had to be stopped a couple of times until the co2 was back to a safe level. No error messages were displayed and no other adverse consequences were reported. The crepitus took one to two hours to go away.